Manufacturer narrative:
The field report of connector pin becoming detached was confirmed. As received, a partial lead was returned in one piece. Visual inspection of the lead found that the connector pin was detached from the crimp sleeve and was not returned for analysis. Crimp indents were noted on the crimp sleeve inside the connector assembly. All other damages were consistent with that occurring at the time of explant. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray showed that the helix assembly was bent consistent with implant/explant procedure and that the crimp sleeve was intact with the inner coil inside the connector assembly.

Event description:
During procedure, there was difficulty removing the lead connector pin from the device. The lead was explanted and replaced. The patient was reported to be stable.